Event description:
A pt was using a millennium oxygen concentrator that allegedly malfunctioned and the pt expired. The reported event occurred on (B)(6) 2011 and the MFR was not made aware of this event until (B)(6) 2011. The device has not been returned to the MFR for eval. A follow up report will be filed when the MFR has completed the investigation.